Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 130 was noted. The motor was tested outside the device and passed. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Device received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm and stuck in rewind mode. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer was advised the insulin pump required replacement, to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.